Manufacturer narrative:
Investigation conclusion: retention and returned devices were tested with quality control cutoff standard (20miu/ml hcg urine). All results yielded expected positive results at 3 minutes and met quality control release specifications. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention and returned devices performed as expected during in-house testing and the reported complaint was not replicated. Case details indicate the patient serum quantification for hcg was 24miu/ml. Per the package insert, very dilute urine may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
(B)(6) 2018: the patient came to the clinic to receive her scheduled mmr and varicella vaccine and to report pelvic pain. Per the nurse, (B)(6), the provider was not concerned with the pelvic pain. The medical assistant (ma), (B)(6), tested the patient's urine sample on the mckesson consult diagnostics hcg urine cassette at approximately 10:00 am, minutes after the sample collection. The cassette was read by the ma at 3 minutes, reported as negative to the provider. The provider then ordered the nurse to administer the live mmr and varicella vaccine. Approximately 30 minutes later, the ma came back to the room and noticed the cassette showed a positive result. The ma then retested the same urine sample in the presence of her nurse manager 2 times. Both times the mckesson consult diagnostics hcg urine cassette read negative at 3 minutes and 5 to 12 seconds later a faint pink line began forming in the test region. A serum quant was performed, and the result was 24 miu/ml (B)(6) 2018: an additional serum quant was performed, and the result was 29 miu/ml. An ultrasound was also performed which showed no intrauterine pregnancy. (B)(6) 2018: a serum quant was performed, and the result was 104 miu/ml. The patient is presumed to be pregnant and was referred to her ob for further care. (B)(6) 2019: patient presented to obgyn for a follow-up serum quant. (B)(6) 2019: serum quant results were received. Serum quant=93,380 miu/ml. Patient is estimated to be (B)(6) pregnant as of (B)(6) 2019. Patient to continue to follow-up with obgyn as regular. No negative outcome reported.